Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed sores under the bottom edge of the garment. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician advised to remove the lifevest until the sores heal. Patient also used an over the counter triple antibiotic cream follow up indicated that the irritation has improved.